Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was shutting off when attempting to power on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the device turns off when turning on. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. It is unknown if the product was in use when the reported problem occurred.